Event description:
Customer contacted haemonetics (B)(6), 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6), 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported. Evaluation of the reported device confirmed the reported blood spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).